Event description:
Per the clinic, the patient experienced soreness and swelling at the abutment site. Subsequently, the patient was administered depo-medrol to treat the site (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.